Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: according to the information received, "it breaks inserted of test 28x48 when positioning it, the lot is not recorded since the remission sheets were used for billing it has no affect to the patient." The product was not returned to depuy synthes, however photos were provided for review. See attachment (source file - fw external re novedad clínica country colectivo 451461). The photo investigation revealed that the device 221828248, pinn trl lnr lipped 48odx28id was broken into 2 separated pieces. The observed condition of the device was consistent with a component failure that was caused by exposure to unintended forces like usage of excessive force in a prying motion while trialing. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the 221828248, pinn trl lnr lipped 48odx28id would contribute to the complained device issue. Based on the investigation findings, the potential cause can be traced to unintended use error and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history (lot): the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
It was reported that the liner broke when positioning it. There was no patient consequence.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.